Manufacturer narrative:
This initial/final report is being submitted to relay additional information. (B)(4).concomitant medical products: bone scr 6.5x20 self-tap, 00625006520, 64035945,bone scr 6.5x20 self-tap, 00625006520, 64035945,bone scr 6.5x20 self-tap, 00625006520, 64035945,g7 pps ltd acet shell 54f, 010000664, 6166713,g7 neutral e1 liner 36mm f, 010000858, 6308679,tprlc 133 type1 bm ho 14.0, 51-114140, 6278700.report source: (B)(6).reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a hip procedure a section of the head of acetabular screw broke off while it was being screwed through cup into the acetabular bone. Fractured piece was removed from the patient. Attempts to obtain additional information have been made; however, no more is available.